Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged off of the balloon during preparation, before use. There was no patient involvement. No additional event or patient information is available.